Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the endoeye deflectable videoscope exhibited that the adhesive around the objective lens were peeled. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected data: h6- component. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection, section 3.3 inspection of the endoscope. Examination of the returned device determined the peeling adhesive may have been caused by stress of repeated use, external factors or handling. However, the root cause was not specified. Olympus will continue to monitor field performance for this device.